Event description:
The customer stated that when she tested her blood glucose using her breeze2 meter, the meter would only read e2. She stated that this continued for several days and she did not know her blood glucose level. She began to not feel well and eventually had a seizure because her blood glucose was too low. The customer was hospitalized due to low glucose. She did not mention treatment, but most likely she was treated with glucose. The customer tried to test her glucose when she got home from the hospital, but it continued to read e2. The customer's meter is to be returned for evaluation. A replacement meter was sent to the customer.